Event description:
It was reported that pt underwent total knee arthroplasty in 1995, with revision performed in 1996. Due to pain, surgery was performed 2002, finding tibial and femoral components to be loose intraoperatively. All components were removed and replaced.